Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a04 captures the reportable event of bands were twisted. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with all bands attached and some of them were moved from their position and overlapped, which are consistent with the findings per media analysis. In addition, the handle did not have marks of trip wire was secured. The suture thread was broken, possibly at the time of removing the device. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged. One of the bands was also damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands damaged was confirmed. Upon analysis, it was found that the ligator head returned with all bands attached and some of them were overlapped and moved from their position, one band was also damaged, and the ligator head teeth were damaged/bent. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have caused affected the overall performance of the device, causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted in an improper deployment of the bands, making them overlap, causing more tension on the device and resulting in bending/damaging of the teeth. The returned suture thread was broken, and since there is no information about a rupture of the suture thread, it is possible that the suture was broken at the time of removing the device, so, it was not coded as a problem. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. During preparation, it was noticed that the bands were twisted. A second speedband superview super 7 was prepared; however, the bands were also twisted. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and overlapped.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a04 captures the reportable event of bands were twisted.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. During preparation, it was noticed that the bands were twisted. A second speedband superview super 7 was prepared; however, the bands were also twisted. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and overlapped.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a04 captures the reportable event of bands were twisted. The speedband superview super 7 was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, the photos showed the ligator housing with the bands moved and overlapped. No other problems with the device were noted from the photo. Upon media analysis, it was observed that the bands were moved and overlapped, which indicates inability of the device to deploy the bands. Since the device was not returned for analysis, a deep inspection of the device could not be performed to determine the most possible root cause of the problem. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. During preparation, it was noticed that the bands were twisted. A second speedband superview super 7 was prepared; however, the bands were also twisted. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and overlapped.